Manufacturer narrative:
Product event summary: the pump/ driveline was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files could not be performed due to the unknown date of the original sheath repair. The reported event could not be confirmed due to lack of evidence provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outer sheath of the driveline was damaged. A driveline sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.